Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device¿s packaging was found to be punctured by the guide rod, rendering the device inoperative. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. According to the packaging sequence, the cap should be in one end of the guide rod, however the visual inspection revealed that the guide went through the cap. A contribution of the device to the reported event could be corroborated as the devices packaging was found to be compromised. Factors that could contribute to the reported event include damage during shipping and/or damage during storage. Based on this investigation, the need for corrective action is not indicated. This issue was evaluated through our internal quality process, and the packaging will be optimized to prevent this issue. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. E1: name and address.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. Visual inspection confirmed the stated failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported event. A complaint history review revealed similar events for the listed device over the previous 12 months, but no similar events for the batch. A review of the risk management file found this failure mode has been previously identified and the risk level is within anticipated limits. At this time, we have no reason to suspect that the product failed to meet specifications at the time of manufacture. While we were unable to identify a definitive root cause for the reported event, factors that could contribute to this issue include damage due to mishandling during shipping or storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6 (investigation findings), h10 (roi).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an internal fixation surgery, when opening the box of a 3.0mm x 1000mm ball tip guide rod it was found that the rod was breaking through the sterilization bag. The surgeon strongly requested a change in the packaging design. It is unknown how the procedure was completed. This problem caused a (5) minutes surgical delay. No harm to the patient was reported as a consequence of this problem.